Event description:
After years of pain, pain medication, injections "synvisc" exploratory surgery of right knee, I was advised that a total knee replacement was a better option. So performed on a (B)(6) 2010; (see operative report" attached. After rehab pain did not subside. Got second opinions (2) which did not help in addressing the pain issue. In fact pain is worsening to the point of lose control, in evening pain ( one sharp, one dull) is getting worse. The left knee was in similar condition but I had only the right knee done. My question: the total knee replacement was bad advice, the pain increased to where I can't sleep, use a cane, lose control- why the tkr? The doctor (in my opinion) did not level with me before the operation. Showing me a model only after the fact. I can neither kneel nor squat, which he told me I would be able to do "eventually". Omissions and "vacquess" permeated. A radiologist report of a (B)(6) 2010, finds among other "there is a moderate to large joint effusion remaining but no evidence of fracture dislocation or hardware loosening" no follow up.